Manufacturer narrative:
No blank display noted during testing. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the device accuracy test at 0.0845 inches. Device communicated properly with the guardian link 3 and the test plug.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer blood glucose level was unknown. The device will be returned for analysis.